Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, the shock impedance measurements on the right ventricular (rv) lead were greater than 200 ohms. As a result, the patient was hospitalized and a defibrillation threshold (dft) test was performed to verify the integrity of the system. The ventricular tachycardia (vt) was terminated by a 26 joule shock and the shock impedance measurement was 82 ohms. Additionally, a committed r-wave synchronous shock was delivered with 1.1 joule, in which the shock impedance measurement was 83 ohms. As a result, no changes were made to the system. No adverse patient effects were reported.